Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2tu39); product type: 0200-lead; implant date (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that needed an MRI and they will not do the MRI because they need a representative to deem it safe. Patient does not know how to contact a representative.. Patient stated having x rays done because patient was having pain in the same leg as the implanted neurostimulators was placed in. It appeared the ins was causing some of the pain. Per the physician's evaluation, there was a lead out of place or something is out of position. They attempted to put it on another program to see if that would help and it did not. Patient has had therapy turned off for several weeks because it hurt the leg. Agent reviewed how to go into MRI mode and see what information was given and agent will reach out to rep.